Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose level (bg 190-312 mg/dl) and a bolus via the pump was used to address the high bg level. Tandem technical performed troubleshooting and the pump was found to be functioning as expected and the site may possibly the cause of the high bg. The customer indicated that the site and cartridge would be changed.